Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported slda appears to be due to a combination of poor imaging and challenging patient anatomy. Additionally, the reported mr was a cascading event of reported slda. However, the reported patient effects of mr, listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced however imaging was difficult due to the first implanted clip, the catheter shaft and the calcification. The clip was implanted, reducing mr to 2. One day post procedure on (B)(6) 2021, transthoracic echocardiogram (tte) noted the second clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3+. There was no clinically significant delay in the procedure. No additional information was provided.